Event description:
It was reported that the ilet pump¿s back housing delaminated and split, exposing internal wiring, and a replacement device was arranged. Symptoms included no reported clinical effects. Outcomes included no impact to the patient¿s health or required medical care. Investigation included complaint review and arrangements for device return, with user guidance provided to shut down the device and sync data prior to return. Investigation of this case revealed physical damage to the device enclosure with visible internal components. It was concluded that the device experienced a hardware enclosure failure, and the replacement was provided while the original unit is pending return for evaluation.